Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, they experienced a skin reaction with itching, rash, redness, pimples, dry skin, scar and drainage that extended beyond the patch perimeter. There was no photo provided. The area was prepared with alcohol before placing the sensor on the body. The reaction was treated with over-the-counter paw cream or ointment. There was no documentation of medical intervention. The scar was present more than 3 months after the skin reaction occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.